Event description:
A report was received that the pt's leads were buried deeper as the leads were too superficial to the skin. It is unk if the leads had eroded or if they were placed too superficial during implant. The pt is reportedly doing well following the procedure.